Event description:
It was reported that a spectrum pump door would not latch. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification due to a door not fully latched alarm, which was observed during functional testing. This was found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.